Event description:
A product issue has been reported with our record and verify/treatment planning system used with our linear accelerator. While acquiring the second exposure during the double exposure process, the treatment table moved unintended towards the flat panel positioner. The operator was able to halt the motion by shutting the system off. The motion stop function was operational during this incident. There was no injury reported. Potential for injury is possible if the treatment table moves unintended and collided with another assembly.